Event description:
The customer contact reported no flow. The customer contact reported that a primary tubing set was connected to a 4-way stopcock which was connected to the clave port of the extension tubing set and were being used to deliver tpn, intralipids, and unspecified antibiotics, at unspecified rates, via a pump. On unspecified dates between (B)(6) 2012, the customer contact reported that the patient's blood pressure (bp) decreased to an unspecified level described as "not significant." A second primary tubing set was connected to the 4-way stopcock to deliver an unspecified concentration of dopamine, at a rate of 2.5 mcg/kg/min titrated to 7.5 mcg/kg/min, via a pump. A third primary tubing set was connected to the second primary tubing set and was being used to deliver an unspecified concentration of fentanyl. At an unspecified time, it was reported that the patient's blood glucose value was 20 mg/dl. At unspecified time, the patient was treated with unspecified volumes of 10% dextrose and 15% dextrose. At an unspecified time, it was reported that the patient's urine output decreased to na unspecified level for a duration of 3 days. At an unspecified time, the patient was treated with an unspecified concentration of lasix. No specific details were provided. On unspecified dates and times, it was reported that the no flow resulted in either leaks of an unspecified volume of solution, backflows of intralipids to the dopamine solutions, or occlusion alarms. The primary tubing sets, the 4-way stopcocks, and the extension tubing sets were replaced and the therapies were resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.